Event description:
It was reported that during a case using the spinemap go software, the surgeon misplaced the l4 and l5 pedicle screws which resulted in the patient experiencing durotomies and nerve injuries.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spinemap go software, the surgeon misplaced the l4 and l5 pedicle screws which resulted in the patient experiencing durotomies and nerve injuries.